Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected (power error 25). Customer's blood glucose at time of incident was unknown. The customer was advised to remove battery and wait 10 minutes, remain disconnected and wait till light stop flashing then insert new battery and reset time and date if needed, complete the reservoir and tubing process.